Event description:
User alleges set used on level 1 warmer. Heat exchanger bent due to pressure required to connect it into machine. Outlet tube at base of heat exchanger partially dislodged causing blood leakage from that point. Metal rim at top of heat exchanger damaged but it is not sure when this actually happened.